Manufacturer narrative:
Supplemental report is being submitted for the investigation results (MDR aware date 10jan2024). The returned device was analyzed. During pre-decontamination test, it was noted that there was no resistance while maneuvering the broken stopcock. Flushing was successfully done and no other visible damaged noted. The vhx imaging testing confirming a break at the neck of the lever. During the manual manipulation, the stopcock was rotated and resistance was noted. It is not suspected that the resistance noted during rotation is the root cause as the same stopcock component is also used in various products. The reported allegation is confirmed based on the returned device, although in-housing testing confirmed that it was the lever that broke off the device as opposed to the "valve itself" as reported.

Event description:
It was reported that during the preparation of an ablation procedure to treat tachycardia, a torflex transseptal guiding sheath was selected for use. The sheath was opened on sterile table and once the valve was adjusted, the handle broke off. The stopcock was being handled for the first time when it broke off. There was no resistance experienced with the arm rotation and the valve itself broke off. Hence to resolve the issue, a new sheath was used and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure to treat tachycardia, a torflex transseptal guiding sheath was selected for use. The sheath was opened on sterile table and once the valve was adjusted, the handle broke off. The stopcock was being handled for the first time when it broke off. There was no resistance experienced with the arm rotation and the valve itself broke off. Hence to resolve the issue, a new sheath was used and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.